Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic procedure. Reportedly, while advancing the device into the arteriotomy resistance was met and device use was stopped. When the device was removed it was bent in an "l" shape. A second proglide device was used and resistance was met and again the device use was stopped. The device was removed and it was found bent in an "l" shape. A non-abbott device was used and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) unique device identifier (UDI): (B)(4). Evaluation summary: the device was returned and the reported difficult to insert and bend were confirmed. The reported difficult to insert, bend and treatment appears to be related to procedural circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.